Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.